Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on CT, a type ia endoleak was observed. Intervention was performed 5 and a half years post index procedure with the implantation of an endurant cuff but the endoleak remained slightly although with no blood flow into the aneurysm. As per the physician, the cause of the event was anatomy related. It was noted that during the index procedure, the main body was implanted lower than was preferred in order to preserve the suprarenal artery. This led to the aortic neck length being increased and it is thought that this resulted in the type ia endoleak. No additional clinical sequelae were reported and the patient is fine.